Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump was beeping and showing a red light after the pump was bumped. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
S/w (unknown) retainer ring=black case type= ngp on 03/13/2023 customer called in with the following concern: customer stated that pump was beeping and showing a red light after the pump was bumped. Test p-cap and reservoir did not locked properly into reservoir compartment due to detached retainer, broken reservoir tube lip and missing reservoir tube o-ring. After multiple battery replacement unit persisted on flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to upload using thump software due to constant flashing logo. Proceed it by cutting unit open and perform visual inspection. Battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. During visual inspection under microscope broken l7 on pcba1 was noted and cracked components on pcba 2 were also noted during visual inspection causing the constant flashing medtronic logo. Isolate to electronic assembly. The following were noted during visual inspection: cracked keypad at select button, scratched case, missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. In conclusion customer concern was confirm, flashing medtronic logo was noted due to broken l7/pcba1 and broken components on pcba2. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.